Event description:
Reportedly, during a left lower angiography angioplasty of the left anterior tibial, a small fragment of asahi astato xs 20 guidewire unraveled (less than approx. 2 cm or so) and was retained in the extravascular tissue. The patient left the operation room in stable condition.

Manufacturer narrative:
MFR became aware of the event on (B)(6) 2013 by receiving the copy of user facility MDR. Further collection of event info revealed the catalog and lot number. Also it was confirmed that the device in question has been discarded at the user facility and is not available for MFR's investigation, that the device in question was not the one "reprocessed and reused". The device was a single-use device and initial use for this procedure. Lot history review revealed no anomaly relating to the reported event. Obtained info suggested that the guidewire distal end might be trapped by the lesion, where bending and/or rotational force might be given, resulting in breakage of the guidewire due to the accumulated force exceeding the product design limit. Warning section of IFU describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction. There are patient risks when using any guide wire including those that may result from damage to or breakage of, the guidewire.